Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture at maximum output with high ventricular lead impedence. It was determined that the pacemaker had migrated and the lead became dislodged. A new lead was inserted and the ipg system is functioning properly.